Manufacturer narrative:
A sample from the patient was provided for investigation. The results obtained by the customer were duplicated. A general reagent issue can be excluded.

Manufacturer narrative:
Upon further investigation of the patient sample, it was found to contain an interferent to a component of the tnths assay. This limitation is covered in product labeling.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer states that they received questionable results for six samples from the same patient tested for the elecsys troponin t hs assay (tnths) on a cobas 8000 e 602 module (e602). One sample (sample 5) had a discordant tnths value compared to the troponin I value from the same sample. This discordance, in conjunction with no other clinical evidence suggesting the tnths result to be valid leads the customer to believe that tnths values for this patient are erroneous. The first sample from the patient resulted with a tnths value of 142 ng/l on (B)(6) 2017. Tnths reagent lot number 195500 was in use at this time. The patient was admitted to the emergency department and coronary care ward from (B)(6) 2017 after having chest pain and significantly elevated tnths (142 ng/l). During the admission, the patient was treated with oral analgesics and had a normal chest x-ray, a normal angiogram, a normal computed tomography (CT) scan of the aorta, a normal CT of the "pa", and a normal echocardiogram. The patient was admitted to the emergency department on (B)(6) 2017 with recurrent chest pain. During the admission, a second sample from the patient resulted with a tnths value of 158 ng/l. Tnths reagent lot number 195500 was in use at this time. Also during this admission, the patient had a normal echocardiogram and a normal chest x-ray. On (B)(6) 2017, the patient had cardiac magnetic resonance imaging (MRI). No abnormalities were identified and there was no cause identified for elevated tnths. On (B)(6) 2017, a third sample from the patient resulted with a tnths value of 184 ng/l. Tnths reagent lot number 195500 was in use at this time. The patient was seen by a consultant cardiologist in the cardiac outpatient clinic on (B)(6) 2017. On (B)(6) 2017, the patient had cardiac MRI. No abnormalities were identified and there was no cause identified for elevated tnths. There were no interval changes from the previous cardiac MRI. On (B)(6) 2017, a fourth sample from the patient resulted with a tnths value of 117 ng/l. Tnths reagent lot number 195500 was in use at this time. A consultant cardiologist at another site was consulted on the patient's case on (B)(6) 2017 and the patient was seen by a consultant cardiologist in the cardiac outpatient clinic on (B)(6) 2017. On (B)(6) 2017, a fifth sample from the patient resulted with a tnths value of 211 ng/l. Tnths reagent lot number 245194 was in use at this time. The sample was sent to another site for testing with the beckman unicel dxl accutni+3 troponin I test method, where it resulted with a troponin I value of 4 ng/l. On (B)(6) 2017, a sixth sample from the patient resulted with a tnths value of 197.5 ng/l. Tnths reagent lot number 245194 was in use at this time. The patient was told that she has an enzyme leak from her myocardium, without a cause identified. This will continue to be investigated by a consultant cardiologist. The patient was told to avoid any strenuous activity. The patient was treated with colchicine from (B)(6) 2017. The patient was referred to neurology to request electromyography testing in order to investigate potential for connective tissue disorder, causing raised tnths. The patient received additional blood testing. No adverse events were alleged to have occurred with the patient. The patient's current condition is well. The e602 analyzer serial number was (B)(4).